Event description:
Healthcare professional reported left side "late onset seroma." Later, healthcare professional reported "textured to smooth implant exchange and capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25/jul/2016 and 17/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety, capsular contracture baker grade iii, and seroma-late.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "late onset seroma." Later, healthcare professional reported "textured to smooth implant exchange and capsular contracture baker grade iii." The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.